Event description:
A surgeon reported that there was no aspiration of the probe from the beginning of the vitrectomy procedure. The probe was exchanged and the case was completed with no harm to the pt.

Manufacturer narrative:
The customer returned one 25+ vitrectomy probe for "no aspiration." The complaint could not be confirmed. The sample was visually inspected and found to be nonconforming for severely bent needle at the stiffener sleeve. The sample was functionally tested and found to be conforming for aspiration; nonconforming for actuation bias-open (affected by the bent condition). Unable to determine how or when the needle became severely bent. A bend this obvious would have been detected during assembly and testing. The bent condition also affected the actuation capability of the probe. Product conforms to aspiration requirements. The probe does exhibit damage (bent needle) which affected the actuation function on the probe. This malfunction is considered unrelated. Probes are 100% visually and functionally tested during manufacturing. A nonconformance (such as aspiration failure) would have been detected during assembly and testing and subsequently removed from the lot. (B)(4).